Event description:
Access for graft delivery was through a retroperitoneal cut-down. Access was attempted with a sheath, but the sheath could not be advanced due to the access arteries being calcified, narrow, and tortuous. The contralateral wire became caught on the hooks; this was resolved with the use of a guide catheter. Stents were placed in the limbs bilaterally to prevent limb occlusion. The device handle was dismantled to facilitate jacket guard removal. A type I endoleak was noted at the superior attachment site. The patient will return at a later time for subsequent intervention.